Event description:
Patient reported a right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed delamination on the diaphragm valve assessed as adhesive failure. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., g.2., h.2., h.3., h.6.

Event description:
Patient reported a right side "rupture". Healthcare professional later confirmed a right side "rupture". Device has been explanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.